Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one mz1000 sample was received without packaging and with residual fluid present in the product for investigation. The lot number of the complaint product was also reported unknown and no connecting products were received to assist the investigation. The feedback provided by the customer indicates the medication was leaking from a crack in the maxzero product. A visual inspection of the returned sample confirms the customer's experience as a visible crack is present near the female luer adapter of the maxzero product. The returned sample was then subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the crack on the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the maxzero¿ zero reflux IV connector has a crack and leaked. The following information was provided by the initial reporter: this is a report about leakage from mz1000 due to the crack thereon.